Manufacturer narrative:
(B)(4). Batch # m52g92. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition it was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload locked and was not possible to use it. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition it was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and no anomalies were found during the manufacturing process.